Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s doctor contacted animas and reported in the middle of the night on (B)(6) 2013, the tubing had disconnected from the cartridge with the cartridge cap still secured to the pump. It was noted when the patient went to bed on (B)(6) 2013, her blood glucose (bg) measurement reading was 7.2mmol/l and when she awoke on the morning of (B)(6) 2013, her bg measurement reportedly read ¿hi¿ on the meter. The patient reportedly had ketones, was vomiting and had abdominal pain. It was noted that the patient was treated via correction injection and her bg levels returned to normal range. There was reportedly no medical attention required. The patient stated the tubing and cartridge were 2 days old prior to her having the high bg. The patient reportedly did not inspect the supplies and had discarded them. The patient denied any leaking or that there was a smell of insulin from the cartridge compartment. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy due to the allegation that the tubing came loose from the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013 device evaluation: a retain cartridge was evaluated and tested by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned; a retain sample from the same lot was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.